Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead was successfully placed in the chamber with normal parameters. Subsequently, multiple bleeding points were observed in the pocket, with additional bleeding around the vein near the puncture site. Hemostasis was performed using an electrocautery device, during which the surface insulation of the rv lead was accidentally damaged by the electrocautery device. The physician decided to not implant the rv lead. A new rv lead was implanted and parameters were normal. No patient complications have been reported as a result of this event.